Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity c carbon dioxide result for one sample. The following data was provided (customer provided reference range: 22 to 29 mmol/l): sid (B)(6): initial result = 49 mmol/l, repeat = 28 mmol/l no impact to patient management was reported.

Event description:
The customer observed a falsely elevated alinity c carbon dioxide result for one sample. The following data was provided (customer provided reference range: 22 to 29 mmol/l): sid (B)(6): initial result = 49 mmol/l, repeat = 28 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and performed troubleshooting, including probe calibrations, cleaning of the cuvette washer probes and replacement of the alnty c-series cuvette dryer tip. Part replacement resolved the issue. Issue resolution was confirmed with successful quality control and precision runs. No additional result issues have been reported since part replacement. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) found no additional tickets associated with discrepant/erratic results. A review of complaint and trending data did not identify an increase in complaint activity for the issue described in this complaint related to the alinity system. Additionally review of complaint and trending data associated with the alnty c-series cuvette dryer tip did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the alnty c-series cuvette dryer tip were identified.